Manufacturer narrative:
The reported field event of connection anomaly could not be confirmed. The reported event of impedance anomaly was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Electrical testing revealed an insufficient internal supply due to a hybrid anomaly.

Event description:
It was reported that the pacing impedance was high. An issue with the implantable cardioverter defibrillators (ICD) header was thought to be the cause. When the right ventricular (rv) lead was disconnected from the ICD header and connected to a pacing system analyzer (psa), the rv lead showed no sign of malfunction, and all values were normal but when connected to the ICD header high impedance issues were observed. The ICD was explanted and replaced. There were no patient consequences. The patient was stable.